Event description:
A malfunction identified as malf 12 was reported, with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reappears.